Manufacturer narrative:
Continuation of d10: product ID: ct900f, serial# unknown, product ID: a810, serial# unknown, product type: software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a810, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the healthcare provider (hcp) via the company representative (rep) regarding their external equipment. No patient involvement. It was reported that they had persistent 338 code. The company rep was going to have the hcp contact healthcare it (hcit) for further troubleshooting since the hcp had been seeing this message more than once.